Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported the string was missing and was unavailable to aid in the removal of the pessary. She experienced this issue with two pessaries, one prior to use and one after insertion. She experienced discomfort, pain, and light spotting during use. She was able to manually remove the pessary with no medical assistance and is doing fine.